Manufacturer narrative:
Product did not contribute to event. The complaint was reviewed and analysis showed no trend. The product was not returned for evaluation.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no addtional information or device has been received from the surgeon. Without patient identifier, the communication with the user facility is limited. To date, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00392.

Event description:
Allegedly revised due to infection.